Event description:
It was reported during an acm treatment procedure, after injection of onyx for about 20 to 25 minutes, a leak was detected proximal end to the cather's tip. The catheter was removed and a hole was found at the distal segment. No complication with the patient were reported during this procedure.